Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 10 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 11 reported events are included in this follow-up record. Product return status: 1 device was received. 10 devices were evaluated in the field.

Event description:
This report summarizes 11 malfunction events in which the device had paint chips missing. 11 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 10 devices were evaluated in the field. Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.

Event description:
This report summarizes 10 malfunction events in which the device had paint chips missing. 10 events had no patient involvement; no patient impact.

Event description:
This report summarizes 11 malfunction events in which the device had paint chips missing. - 11 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. 11 previously reported events are included in this follow-up record. Product return status 11 devices were evaluated in the field.